Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was noise in the gantry. It also got stuck over the patient and they had to use the emergency door open procedure to open the system. This happened at the end of the case when they had done there last spin. This issue occurred post operatively and caused no surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
(H3, h6) no parts have been received by the manufacturer for evaluation. B17,c20,d15,g04037,g04051 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000452. Product ID: bi71000531. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system. Replaced broken louver cover and fans. Performed system checkout and returned to service. Section a updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.